Event description:
It was reported that the user received an alert 38 motor stall on the ilet pump, attempted a restart and dry run to 50 units, could not observe drops, and experienced a failure to infuse associated with the pump motor, after which the user transitioned to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a continuous glucose monitor reading of 257 mg/dl. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and confirmed a failure to infuse attributable to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial